Manufacturer narrative:
This supplemental report is being submitted to provide device evaluation results, update the lot number, and update the following sections. The device was returned to olympus for evaluation. The evaluation confirmed the complaint for broken probe. A 16 mm length of the probe was broken off. There was no damage to the teflon pad that exposed metal under the pad.

Manufacturer narrative:
The device has not been returned to olympus for evaluation. The cause of the reported complaint cannot be confirmed. Based on similar reports, a potential cause for mechanical damage to the probe is operator¿s technique. The device instruction manual contains several warning statements to prevent this damage: ¿do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects.¿ ¿do not activate output while applying the probe tip to the tissue with a strong force, grasping a thick tissue, or twisting the handle.¿ and ¿do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected.¿ as a preventive measure in the event of device malfunction, the instruction manual also recommends that a spare device be available during the procedure.

Event description:
Olympus was informed that during a tlh procedure, the entire probe broke off into the patient and was retrieved with a grasper. There was no reported patient injury or additional bleeding. The procedure was completed with another similar device.